Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure, after the pocket was closed, cross talk was observed. Cross talk was not observed during the testing at implant. Complete heat block with stable sinus was also noted. Programming changes were made. The patient will continue to be monitored.